Manufacturer narrative:
Additional info will be provided, once investigation is completed.

Event description:
It was reported by the nurse that during a shoulder procedure, the tip of the probe divided in two; one metal part and one plastic part. The surgeon found both parts within the shoulder joint. This delayed the procedure by 15 minutes.